Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer within 24hours urgent call for knowing customer condition; customer reported feels well, customer did not seek medical attention; customer tested with alleged deficient meter and obtained results of 116mg/dl, customer unknown her blood glucose expected range. On (B)(6) 2016 customer received a follow up phone call, customer informed is satisfied with the new device replacement readings.

Event description:
Consumer reported complaint for e-3 a test strip error. The customer's expected blood glucose test result range is not known by customer. The customer was trained on proper testing technique. The customer reported symptoms of weakness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 133 mg/dl and 142 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:123mg/dl, (B)(6) 2016 11:40pm, fasting:yes.